Event description:
The customer's blood glucose was unknown. It was reported that the customer's mother was donating an old insulin pump to the customer. Nothing further reported.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to slightly loose drive support disk. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with broken reservoir tube lip.